Manufacturer narrative:
Beckman coulter event investigation summary: during the investigation, it was determined that the beckman coulter field rep was providing verbal instructions for 'high-volume' customers to a perform cts blade cleaning procedure. The cts blade cleaning procedure is not validated, documented or endorsed by beckman coulter. The field service representative has been informed to stop providing the cts blade cleaning procedure. There is no instrument malfunction on this event. The synchron lx20pro was operating per design. This event exposed the operator to potential safety hazards. Beckman coulter feels this event requires reporting under 21 cfr 803.

Event description:
A customer contacted beckman coulter regarding an injury she experienced while cleaning the closed-tube sampling (cts) blade used in the synchron lx20pro instrument. The customer indicated that the injury occurred while she was cleaning the cts blade, following the instruction provided by a beckman coulter field representative. The customer indicated that she was using cotton tip applicators and warm water to clean the blade under water. While her hands were underwater she punctured her finger. There were 3 puncture wounds to her finger. The punctures pierced through her skin and caused some bleeding. The customer indicated that she immediately sought medical attention after the event and was sent to an infectious disease doctor. She has been placed on hiv anti-viral therapy (e.g., combaven). Due to the drug strength and potential for side effects, she requires follow-up blood work to monitor her condition. Additional blood work were performed for baseline results for hepatitis c and hiv.